Event description:
It was reported that during a da vinci cystectomy procedure, the cable on the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.